Event description:
It was reported the patient was injured on the same side as the neurostimulator during a car accident. The device discharged; the patient received no stimulation. A physician mode recharge (pmr) was performed by the patient. Two days later the battery was depleted again. A power on reset (por) condition occurred. The patient was instructed to recharge the device until the device was at least 25% charged before interrogating the device. The patient continues to have difficulty recharging.